Event description:
It was reported that the customer had an alarm that says battery to slow and the insulin pump buttons were unresponsive. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.